Event description:
It was reported that patient presented after receiving appropriate therapies for vf episodes. Review of the ECG showed some noise signals. The noise did not affect the therapy. The physician elected to explant and replace the lead. Patient was fine after the event.

Manufacturer narrative:
(B)(4).